Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was at church and the cgm reading was high. The patient stated that due to the cgm reading insulin kept being delivered and they experienced feeling hot without sweating, and eventually loss of consciousness. The patient that at some point the cgm reading also went low, but they were unable to recall any specific reading. An ambulance was called and the patient regained consciousness in the ICU. The patient was treated with intravenous sugar. No further treatment was reported to be needed and after 3 days the patient was discharged. The last blood glucose reading known was 200 mg/dl. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, both a correction and additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was at church and the cgm reading was high. The patient stated that due to the cgm reading insulin kept being delivered and they experienced feeling hot without sweating, and eventually loss of consciousness. The patient that at some point the cgm reading also went low, but they were unable to recall any specific reading. An ambulance was called and the patient regained consciousness in the ICU. The patient was treated with intravenous sugar. No further treatment was reported to be needed and after 3 days the patient was discharged. The last blood glucose reading known was 200 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.